Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 46 mg/dl at the time of incident, the current blood glucose level was 102 mg/dl and 250 mg/dl. The customer treated low blood glucose level with food. The customer does not allege pump was over delivering. The device will be retuned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, displacement accuracy test and self test. Insulin pump received with label damage . The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).